Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that drawer 5-1 was not displaying multiple pockets even though the pockets were functional. The fse inspected beneath all pockets and found no issues, then re-seated the row board cable, opened the back panel of the drawer, and replaced the retractor band for drawer 5-1. All pockets were subsequently recognized, and the drawers were tested in diagnostics with tests completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 5 was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.